Manufacturer narrative:
Two lot numbers were reported (60309538 mfg 10-feb-2016/exp 11-feb-2018, 60291331 mfg 26-jan-2016/exp 27-jan-2018) however, at this time it is unknown which lot number pertains to this event as such the information on both numbers is being provided. Investigation is ongoing. Ref. MFR report # 2015691-2016-01617.

Event description:
During the transfemoral tavr procedure, during deployment of the 29mm sapien valve the commander delivery system was observed to be leaking. The patient with a history of aortic root replacement with medtronic freestyle porcine heterograft in 2001, was undergoing a repair of ruptured descending thoracic aortic aneurysm with a gore c-tag endoprosthesis presented with severe ai. The team attempted to place 26mm evolute tavr valve, however, it partially embolized into the ventricle. The decision was them made to deploy a 29mm sapien 3 valve. A 16f sheath was placed in the right femoral artery. The 29mm sapien 3 valve/commander delivery system was then placed in the descending aorta. Step 1 of the alignment was successfully done (pulled catheter to white marker and locked system). While attempting to rotate the valve alignment wheel the system would bend and buckle. The commander delivery system was reset and a second attempt was made without success. The team then decided to remove the delivery system and sheath and prep another. The delivery system was unable to be removed therefore a cut down was made on the rle in order to remove the devices. A second commander delivery system was prepped and aligned successfully. Upon deployment of the 29mm sapien 3 valve, the thv had inflated to 20% when fluid was seen to be leaking out back of the delivery system. The fluid was pushed using a 60cc syringe in order to complete the deployment. The valve appeared stable but not fully deployed, therefore a 28mm zmed balloon was used to post-dilate the valve. Post deployment echo showed mild-moderate pvl. The patient left the operation room in stable condition.

Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. It cannot be determined if a manufacturing nonconformance contributed to the complaint event. A review of the manufacturing records did not reveal any issues that could have contributed to the event. A 12 month review of complaint history revealed occurrences where returned commander delivery systems were confirmed to have a fracture distal to the y-connector (below the strain relief). This failure has been determined to be related to a material configuration, and corrective actions have been implemented. Other reports of leakage were assigned a primary root cause of excessive bending (device handling) during the valve alignment process. Corrective actions were also implemented for that failure mode. In this case, there is not enough information to determine if the leakage reported was related to either issue as no confirmed manufacturing non-conformances or IFU/training deficiencies were identified in this evaluation, and the complaint trend category delivery system ¿ leakage¿ has not exceeded control limits for (B)(6) 2016, no further action is required at this time.